Manufacturer narrative:
Additional information: annex d <(>&<)> b codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent dislodged during delivery to/at the lesion. The stent could not be pulled back into the guide and sheared off in the right radial artery. The lesion being treated was non-tortuous and non-calcified located in a proximal artery. The device was inspected prior to use and negative preparation was performed with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. A 3.2f non-medtronic snaring device was used to retrieve the device and the dislodged stent was removed from the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated was in the left anterior descending artery (lad) artery. The guide did not cause or contribute to the stent dislodgement. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.